Event description:
Boston scientific received information that this patient died three months post implant of this defibrillation system due to sepsis syndrome related to human immunodeficiency virus (hiv)/acquired immune deficiency syndrome (aids). There was no specific device allegation noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.